Event description:
Reporter noted several instances of sterile inflammatory process. Surgery was in 1999 and inflammation was detected on 10/06/1999. Pt reportedly recovered well with topical steroid drops.